Manufacturer narrative:
(B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA (B)(4). Device manufacture date: unknown, since serial number is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experienced a post-op refraction of about -5.0d(20/40) after an intraocular lens, model zcb00v, was implanted. Additionally, it was reported that the patient had a conical cornea which may have caused the unexpected post-op refraction. The lens was explanted and replaced with another lens (no info provided). The patient has recovered. No additional information was received.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (iol) was discarded at the hospital. As the iol was not returned to the manufacturing site product testing could not be performed. Manufacturing records reviews: since the serial number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were not reviewed. The unexpected postop refraction occurrence was affected by the shape of the patient's cornea. There was no product deficiency allegation against the lens. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.